Manufacturer narrative:
(B)(4).

Event description:
Additional information was received reporting that the ins was replaced and could not be assessed as it was at elective replacement indicator.

Manufacturer narrative:
(B)(4).

Event description:
The patient via a manufacturer representative reported that they had discomfort at the implantable neurostimulator (ins) pocket. The patient had lost a large amount of weight that caused their battery to move caudally and they were sitting on the ins at the time of the report. The patient's doctor planned to revise the ins pocket to move the battery and alleviate the patient's discomfort when sitting. The doctor was likely going to replace the battery during the revision due to the age of the device. The revision was scheduled for (B)(6) 2016. The patient was implanted for failed back surgery syndrome. If additional information is received, a follow up report will be sent.